Event description:
It was reported that the customer was hospitalized due to high blood glucose and keytones. Troubleshooting was performed. The time, date, and programming were correct. It was stated that the customer did not change the infusion set to resolve the issue. Ran a fixed prime test and passed. The customer's most recent glucose reading was 325mg/dl. It was stated that the motor in the insulin pump seems to slow down, it was making a grinding noise, and took longer to deliver a bolus. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.